Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image could not be determined. As the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis x1 video system center had a screen blackout, although the test was temporarily interrupted due to repeated on and off, the procedure continued and was completed. The screen image was restored after disinfecting the connector and reconnecting. The issue was found during a diagnostic colonoscopy, the procedure was completed with the same device. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
The device will not be returned to olympus for evaluation, as the screen blackout issue was resolved after disinfecting the connector and reconnecting. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.